Event description:
It was reported that faradrive steerable sheath clear was selected for a pulse field ablation. During the procedure, it was mentioned that the despite aspiration performed by the physician, the air kept entering into the sheath. Additionally, the valve on the sheath was noted defective. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. Product has been received for analysis. No device was inserted into the sheath at the time. The issue was noted once the sheath was aspirated after it was entered into the left atrium. The sheath was not irrigated when the issue was noted. The physician tried to be pulled back the air, when attempt was made to aspirate the sheath prior to insertion of the catheter.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for a pulse field ablation. During the procedure, it was mentioned that the despite aspiration performed by the physician, the air kept entering into the sheath. Additionally, the valve on the sheath was noted defective. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications were reported. Product has been received for analysis. No device was inserted into the sheath at the time. The issue was noted once the sheath was aspirated after it was entered into the left atrium . The sheath was not irrigated when the issue was noted. The physician tried to pulled back the air, when attempt was made to aspirate the sheath prior to insertion of the catheter.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.